Event description:
Patient described two incidences when she had a shocking or jolting sensation with her device on. One was when having a lumbar puncture and a fluoroscopy machine was being used. The second time was when using an electric stove and she stated that she, "was thrown across the room twelve feet."

Manufacturer narrative:
(B) (4).